Event description:
It was reported that the patient underwent a catheter replacement. No patient symptoms or reason for the replacement were provided. Additional information had been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for the catheter.